Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with insulin delivery. She stated she woke up with a blood glucose of 500 mg/dl in the night and felt sick. She changed the infusion set and noted that the cannula was bent. She did not receive an alarm for no delivery. Customer was unable to run a high pressure test. Nothing further was reported.